Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d10: 2/18/2021: updated concomitant device reported. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint# (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is jnj representative. The investigation could not be completed, no product was received. No conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 the two reaming rod with ball tip, both of these guide wires the ends of guide wire snapped off. The guide wire was broke. It is unknown if there is patient involvement. This complaint involves two (2) devices. This report is for (1) 2.5mm reaming rod with ball tip/950mm-sterile. This is report 1 of 2 (B)(4).